Event description:
Causing my 3 front teeth to chip/feels strange...it is rough and sliced and (feels sensitive) [tooth fracture]. Sensitivity of the front teeth [sensitivity of teeth]. Pain in the mouth [oral pain]. Brush head and arm fell off [device connection issue]. Case description: an adult female consumer aged (B)(6) years used an oral-b rechargeable toothbrush, version unk. One application, frequency of applications unknown on unspecified dates. The brushhead fell off and she received 3 chipped teeth from the metal rod the brush head sat on. A dentist was visited for reparative work. The outcome of the case was: not recovered/not resolved, no further information was provided. The consumer emailed on (B)(6) 2013. She stated that she had sensitivity on the front teeth. No further information was provided. The consumer phoned on (B)(6) 2013. She stated that she had a pain in the mouth for a month. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.